Event description:
It was reported that the device on/off button was stuck in the on state. One had to remove the battery to turn or shut off device. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed keypad assembly was further evaluated and the cause of the issue determined to be due to a worn dome material for the on/off button.